Event description:
It was reported that during the fill tubing step the user could not press the on-screen confirmation and had performed a factory reset while transitioning insulin under prescriber approval; the user then paired the ilet to the app and successfully restarted the pump through the app, after which they were able to proceed. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms and successful completion of troubleshooting and education. Investigation included remote technical troubleshooting and user guidance. Investigation of this case revealed a transient user interface issue that was resolved by restarting and re-pairing, with no recurring malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user interface interaction resolved through standard troubleshooting.